Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the bulkhead connector was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect connector has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the post operative image acquisition would not transfer to the navigation system. The representative reported that the bulkhead connector on the navigation system was damaged. To continue, the representative removed the connector, pulled the internal network connector through the panel and attached an adapter. The exam was still unable to transfer though the procedure was completed at this time. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.